Manufacturer narrative:
Initial.

Event description:
It was reported that the charger for the ilet device would not power on, as indicated by no status light, despite verification of a secure cable connection, attempts with multiple outlets, and reseating the cord. No adverse clinical symptoms associated with no device charging. Outcomes included user inconvenience without clinical impact. Investigation included remote troubleshooting and replacement logistics. Investigation of this case revealed a nonfunctional charging accessory consistent with an electrical power or component failure in the charger assembly. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the charger consistent with component failure.